Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events were submitted via 2210968-2020-03628 and 2210968-2020-03629.

Event description:
It was reported by vet that an animal underwent an oral animal surgery in 2020 and the suture was used. During the procedure, the needle popped off of the suture. It was also reported that the needle was retrieved and accounted prior to finishing the surgical procedure. Another like suture was used to complete the procedure successfully.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d10 - no device returned.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 05/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.